Event description:
It was reported that the patient' device was having low flows and a driveline disconnect. The patient's blood pressure was elevated and medications were adjusted to lower it. Additionally, the nurse noticed on three occasions the patient's modular cable had loosened and the yellow line was visible. It was tightened and the patient was instructed to monitor. The submitted log files captured low flow events and an electrostatic discharge (esd) event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a driveline disconnect was confirmed via the submitted log files. A specific cause for this event could not be determined. The report of low flow alarms was also confirmed via evaluation of the submitted log files. The account stated that the alarms were caused by hypertension; a direct correlation between mlp-022796 and the reported hypertension could not conclusively be determined. A direct cause for the hypertension could also not be determined. The report of the inline connector locking nut becoming unscrewed could not be confirmed as no product was returned for investigation; the account stated that the unscrewing was assumed to be the patient¿s doing. The submitted system controller periodic log file, which contained data from (B)(6) 2021 to (B)(6) 2021, contained a driveline disconnect, as well as transient low flow alarms. Of note, pulsatility index (pi) was elevated during the low flows. There were no other notable findings, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) (document 100169835, rev. C) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hypertension. It also provides an explanation of all pump parameters, including flow. This section also explains that the pulsatility index (pi) is a calculation that represents cardiac pulsatility, and to contact the manufacturer if pi values near or above 10 are observed. Section 2 "system operations" states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket, and also on connecting and disconnecting the inline connector. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 5 ¿surgical procedures¿ contains further instructions on locking the inline connector, stating that the yellow line on the threaded portion of the connector should not be visible when it is fully tightened. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also states that ¿post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate.¿ this section also contains information on caring for the driveline, including checking that the controller connector and inline connectors are fully connected and secured. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard and driveline disconnected alarms, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook (document 10006136, rev. C): section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In section 2 ¿how your heart pump works¿ and section 4 ¿living with the heartmate 3¿, the handbook warns to "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ these sections also state that ¿if the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 4 also states to ¿inspect that the modular in-line connector is fully connected and the locking nut is in the fully locked position.¿ section 8 ¿handling emergencies¿ contains instructions on checking the connection between the system controller and the pump as well as for checking that the inline connector connection is secure. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.